Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (apd) therapy. The cause of death was myocardial infarction. It was not reported if the patient was hospitalized prior to death. Treatment was not reported. It was not reported whether the patient was performing apd therapy up until the time of death or if the patient was connected to the homechoice device at the time of death. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4): the patient passed away on an unknown date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.